Manufacturer narrative:
With the information available at this time, medtronic can identify a relationship between the hms plus and the adverse patient outcomes described in the literature. The hms plus was not adequately providing correct information in relation to the infants. As a result, additional heparin was administered which could have potential to the worse outcomes. Date of publish used for incident date. Hms plus model 30514 entered as specific model and serial number were not provided. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. Citation: gruenwald et al. American college of cardiology (2010) 56, 1794-1802 doi:10.1016/j.jacc.2010.06.046 mean patient age of study population used for patient age. Majority gender of study population used for patient gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a trial of individualized heparin and protamine management in infants. All data were collected from a single centre between august 2006 and february 2009. The study population included 90 infants younger than 1 year of age (51 male/ 39 female] who underwent cardiac surgery with cardiopulmonary bypass. During the trial, the medtronic hms plus instrument was used for heparin and protamine management for patients randomised to the treatment group (serial numbers not provided). 33 patients were in the hms I group (original protocol using manufacturer's guidelines) with 16 (48%) randomised to treatment arm. 57 patients were in the hms ii group (modified protocol with increase in protamine dose) with 19 (49%) randomised to treatment arm. In the hms I treatment group, the hms plus instrument was found to underestimate actual laboratory plasma anti-xa levels in infants. This caused an overestimated required dose of heparin. The result was significantly poorer clinical outcomes including greater chest tube volume loss, transfusion requirement, intravascular thrombosis along with greater ventilation time, and longer cccu and hospital stay.